Event description:
It was reported that this pacemaker exhibited sudden high out-of-range pace impedance measurements on the right ventricular (rv) lead resulting in a lead safety switch. High capture thresholds were also observed. Technical services (ts) recommended further evaluation, such as a chest x-ray, to review the lead location and lead/header connection issues. No adverse patient effects were reported. This device system remains in service.additional information was received that a revision procedure was performed on the rv lead due to noise. The cause of the noise remains unknown at this time. The lead was explanted and replaced. No adverse patient effects were reported. This device remains in service.